Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away after implantation quite suddenly. A review of the log file revealed multiple low flow hazard, set speed changes, and driveline disconnect alarms on (B)(6) 2022 between 0107- 0255. During this time frame, no abnormal pump or controller faults were seen in the log.

Event description:
Additional information reveal patient death was due to a car accident.

Manufacturer narrative:
Manufacturer's investigation conclusion the system controller was evaluated following the reported event of multiple low flow hazard, set speed changes, and driveline disconnect alarms. A review of the log files contained data spanning approximately 2 days ( 1aug22 and 21oct22 per timestamp). Events from (B)(6) 2022 captured several low speed advisories due to fixed speed changes. Additionally, the file captured a driveline disconnect and system controller shutdown event. These events were consistent with termination of support. All of the captured data appeared to show the system controller operating as intended. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Provided information stated that the patient passed away on (B)(6) 2022 due to a car accident. The root cause for the reported event could not be correlated to an issue with the system controller. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion. The reported event of driveline disconnect alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (B)(6) 2022 and (B)(6) 2022 per timestamp). The driveline was disconnected at 2:09:10 causing the speed to fall to 0 rpm and the system controller was shutdown at 2:55:55. The system controller was powered on (B)(6) 2022 at 14:39:01; however, the driveline was not connected. All of the captured data appeared to show the system controller operating as intended. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: hsc-115511) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding if the driveline was disconnected before or after the patient deceased; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU), rev. C, section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. This section also states that the backup battery inside the system controller will not start a heartmate 3 lvad if both of the system controller¿s power cables are disconnected from a power source. The user is instructed to always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-14959.